Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on an unknown date. The customer¿s blood glucose level was 500 mg/dl at time of incident. Customer's current blood glucose level was 196 mg/dl. The customer was assisted with troubleshooting. The customer had an insulin flow blocked alarm. The insulin pump passed displacement test and self test. The customer stated that the symptoms related to high blood glucose such as vomiting and felt weak. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.